Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 900 mg/dl. Customer administered a bolus via the pump to address the issue and was taken to the emergency room by spouse with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 7 days later with the issue resolved and no permanent damage. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.